Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9200078. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-07-19. Medical device lot #: 9269334. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-09-26. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had fibrin clots. This occurred on 2 occasions during use. The following information was provided by the initial reporter: total gelatinous fibrin formation in plasma was observed after centrifugation in 1.8ml sodium citrate tubes used in the hospital. It has seriously altered some results, the hospital is concerned about the occlusion of the probes and the solidification of the plasma of the citrate tubes of bd, which has stopped the use. The pre- analytical phase and inventory conditions checked. No improper or user-related issues observed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had fibrin clots. This occurred on 2 occasions during use. The following information was provided by the initial reporter: total gelatinous fibrin formation in plasma was observed after centrifugation in 1.8ml sodium citrate tubes used in the hospital. It has seriously altered some results, the hospital is concerned about the occlusion of the probes and the solidification of the plasma of the citrate tubes of bd, which has stopped the use. The pre- analytical phase and inventory conditions checked. No improper or user-related issues observed.

Manufacturer narrative:
H.6. Investigation: bd received samples and videos from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for fibrin with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. Over or under filling plasma tubes will result in an incorrect blood to additive ratio and may lead to fibrin formation. Also, proper mixing (number of complete and gentle inversions) for each tube type is essential for both serum and plasma samples. Storage conditions and temperature are also considerations. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting. H3 other text : see h.10.